Manufacturer narrative:
(B)(4).

Event description:
It was reported that the screw broke when entering the tunnel. A backup device was used to complete the surgery. There was a surgical delay greater than 30 minutes.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information, package or product becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
Corrected.